Event description:
It was reported an alarm -no disposable clamp tubing- on cadd legacy pump sn 409879. Pump alarmed with new cassette, lot 4227746; expiration date 11/25/2026. Instructed to leave cassette attached to pump and return to distributor. Replacement pump sent with box to return. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed intact sticker. There is no physical damage on the device. The reported complaint was not duplicated. The device was plugged with a test cassette and powered up for ten minutes and there was no double beeping. The battery loss alarm test was performed and passed. However, found event log with multiple no disposable alarms. Root cause was found to be defective downstream occlusion sensor; sensor was replaced.

Event description:
Additional information received: during testing / no patient injury.